Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with no sound, pain, and a lump. The recipient ceased device use due to the discomfort from the lump. Magnet replacement surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent magnet replacement surgery on (B)(6) 2018. The recipient's magnet was reportedly discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent magnet replacement surgery on (B)(6) 2018. The recipient's magnet was discarded and will not return to the company for analysis. The recipient is healing well and is wearing the device. This is the final report.